Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a device replacement procedure, an alert was triggered due to high/undefined pacing impedance on the competitor right ventricular (rv) lead. The pin of the rv lead had pulled back. The lead was re-inserted into the device, secured, and tested in range. The device remains in use. No patient complications have been reported as a result of this event.